Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display during testing. All buttons functioning properly no damage on the keypad assembly. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working and the buttons was stuck. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that they received alarm and insulin pump was raining. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.